Manufacturer narrative:
The device passed displacement test. The device did not pass self test due to pump error 63. Pump error 63 confirmed in pump history due broken keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has hardware low level failure alarm. The customer¿s blood glucose level was 222 mg/dl. Customer was assisted with self test but the test failed. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for the analysis.